Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room with heaviness in the chest, interrogation of the device revealed right ventricular oversensing episodes in which therapy was inhibited. It was also noted that the right ventricular pacing lead impedance had decreased and capture threshold had increased. The lead was capped and replaced successfully on (B)(6) 2019. During the procedure, it appeared that the lead had been twisted and torqued in the past. The patient was stable after the procedure.

Event description:
New information received notes that the right ventricular lead was also fractured.